Event description:
The user facility reportedly identified a frayed cable from the pk dissecting forceps instrument during central processing. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the returned instrument had a frayed pitch cable at the distal clevis hub. No damage was found at the clevis or with other cables. Electrical continuity testing was performed on the instrument and passed. Additional observation not initially reported by the site was pulley scratches and main tube damage. The surface of the distal pulley had scratches. In addition, the distal end of the instrument's main tube exhibited a couple scratch marks with light material removal and had a rough surface finish. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.